Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed several instances of high alarm displayed: downstream occlusion. Functional testing was performed. No parts replaced for this issue. The downstream occlusion and upstream occlusion sensors were calibrated to resolve this issue. The device passed all testing following calibration.

Event description:
It was reported that the pump emitted a high-pressure alarm. There was no patient involvement. The issue was discovered during testing.